Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert for low, out of range, high voltage lead impedance. No patient symptoms were reported. The lead was capped and replaced.